Event description:
On (B)(6) 2008, the sales representative reported that during surgery the surgeon was using the driver when it splintered. The surgeon commented the patient had very hard bone. The surgeon was unsure if all the fragments were recovered. X-ray showed that no fragments in the patient. The surgeon assumes that all fragments were expelled with the suction. There was a two hour delay.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.